Manufacturer narrative:
Additional information: e1: initial reporter e-mail, g2 (add source), h4, h6 (update codes), h10, h11. H4: the lot was manufactured may 21-22, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set with duo-vent spike separated from the junction with the white piece which resulted in a fluid leak. This issue occurred while preparing the product with arsenic prior to patient use. There was no patient involvement. No additional information is available.